Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician was not able to duplicate customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Ventilator passed 87 hour extended tests at customer's settings. Vent passed initial final test and initial alarm volume test, which includes many alarm and ventilation functions. Service technician performed 3yr/15k preventive maintenance. The unit passed functional test and final assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the revel ventilator stopped delivering breaths during a training session with the unit. The customer advised there was no patient involvement associated with this event.